Event description:
It was reported that a patient encountered error code alerts related to their device. There was no adverse impact to the customer's blood glucose level. The patient declined further troubleshooting, and there was no additional information received regarding the outcome of the event.